Event description:
It was reported that the patient presented remotely via merlin.net transmissions. Episodes of non-sustained right ventricular oversensing were observed on stored egm. The patient was asymptomatic and presented in clinic for follow-up on (B)(6) 2017. It was noted that the device was undersensing the small r-waves. Large changes in sensing and threshold were also observed. Micro dislodgement of the right ventricular lead was suspected. The device was reprogrammed on (B)(6) 2017. The lead was replaced on (B)(6) 2017. No further information was available.

Event description:
New information available on 11/08/2017 states that, the patient presented on (B)(6) 2017 with inappropriate high voltage therapy due to t wave oversensing. Increased sensing threshold and capture thresholds were noted in (B)(6) 2017. Loss of capture was also noted in (B)(6) 2017. Right ventricular lead dislodgement was suspected. The device was reprogrammed. The lead was replaced on (B)(6) 2017. The patient was fine.